Manufacturer narrative:
H6: investigation summary as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that saf-t-intima prn bl 22ga x 0.75in row was used and there was an infection. This occurred on 2 occasions. The following information was provided by the initial reporter: following the use of these two catheters, the nurse stated that she noticed erysipelas at the injection sites on two patients 10 days after the placement of this catheter. Each of the two patients received 10 days of antibiotics. It appears that this problem has occurred before. The involved devices were discarded.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that saf-t-intima prn bl 22ga x 0.75in row was used and there was an infection. This occurred on 2 occasions. The following information was provided by the initial reporter: following the use of these two catheters, the nurse stated that she noticed erysipelas at the injection sites on two patients 10 days after the placement of this catheter. Each of the two patients received 10 days of antibiotics. It appears that this problem has occurred before. The involved devices were discarded.